Event description:
Rn changed chest tube atrium on this pt as it was full. After being changed out, the unit made a quiet, hissing sound. Rn called charge nurse to assess and made the decision to change out the unit. Rn noticed that the orange suction indicator was not out as far on the unit in question.